Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert settings altered themselves. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
Data was evaluated and the allegation was confirmed. The probable cause was determined to be the alert state machine's time calculation for secondary alert profile settings incorrectly putting the end time of the alert profile schedule to be midnight of the current day. This problem was resolved in app version 1.6 by updating the logic of the alert state machine's time trigger calculation that enables and disables patient profiles.